Manufacturer narrative:
This event has been recorded by zimmer biomet under cmp-(B)(4). On (B)(6) 2018 it was reported that when you place the cutter to the comb, the comb huddles so strictly towards the guidance plateau that dermacarrier has no place to go forward. It can happen also that the dermacarrier goes back and forth. In addition, the handle is too stiff. The customer returned a skin graft mesher device, serial number (B)(4) for evaluation. The customer also returned a 1.5:1 ratio cutter, serial number (B)(4) a 1.5:1 ratio cutter, serial number (B)(4) a 2:1 ratio cutter, serial number (B)(4) a 3:1 ratio cutter, serial number (B)(4) and a 4:1 ratio cutter, serial number (B)(4) for evaluation. The device history record (DHR) review noted no related non-conformances, requests for deviation, change notices or any other issues with manufacturing or with the device. The DHR review also found that all verifications, inspections and tests were successfully completed. Medicrea has not previously repaired/evaluated skin graft mesher serial number (B)(4)as documented in the repair reports in livelink. The device history record (DHR) review of skin graft mesher 1.5:1 ratio cutter, serial number (B)(4) noted no related non-conformances, requests for deviation, change notices or any other issues with manufacturing or with the device. The DHR review also found that all verifications, inspections and tests were successfully completed. Medicrea has not previously repaired/evaluated skin graft mesher 1.5:1 ratio cutter, serial number (B)(4) as documented in the repair reports in livelink. The device history record (DHR) review of skin graft mesher 1.5:1 ratio cutter, serial number (B)(4) was unable to be performed as the DHR associated with this serialized device was unavailable for review at the time of processing this complaint. This issue is being further investigated. Medicrea has not previously repaired/evaluated skin graft mesher 1.5:1 ratio cutter, serial number (B)(4) as documented in the repair reports in livelink. The device history record (DHR) review of skin graft mesher 2:1 ratio cutter, serial number (B)(4) noted no related non-conformances, requests for deviation, change notices or any other issues with manufacturing or with the device. The DHR review also found that all verifications, inspections and tests were successfully completed. Medicrea has not previously repaired/evaluated skin graft mesher 2:1 ratio cutter, serial number (B)(4) as documented in the repair reports in livelink. The device history record (DHR) review of skin graft mesher 3:1 ratio cutter, serial number (B)(4) noted no related non-conformances, requests for deviation, change notices or any other issues with manufacturing or with the device. The DHR review also found that all verifications, inspections and tests were successfully completed. Medicrea has not previously repaired/evaluated skin graft mesher 3:1 ratio cutter, serial number (B)(4) as documented in the repair reports in livelink. The device history record (DHR) review of skin graft mesher 4:1 ratio cutter, serial number (B)(4) noted no related non-conformances, requests for deviation, change notices or any other issues with manufacturing or with the device. The DHR review also found that all verifications, inspections and tests were successfully completed. Medicrea has not previously repaired/evaluated skin graft mesher 4:1 ratio cutter, serial number (B)(4) as documented in the repair reports in livelink. Product review of the skin graft mesher by medicrea on september 6, 2018 revealed that the calibration was out of specifications. The device did not produce a passing sample graft. The 1.5:1 ratio cutter, serial number (B)(4) the 1.5:1 ratio cutter, serial number (B)(4) a 2:1 ratio cutter, serial number (B)(4) a 3:1 ratio cutter, serial number (B)(4) and a 4:1 ratio cutter, serial number (B)(4) all produces a passing sample mesh. Repair of the skin graft mesher was performed by medicrea on (B)(6) 2018 which included replacement of the roller, roller gear, bearings, washers, side plates, shoulder bolts, spring, spring pin, and ratchet gear. Skin graft mesher, serial number 04493, was then tested and functioned properly. It was repaired, inspected and tested. The reported event that when you place the cutter to the comb, the comb huddles so strictly towards the guidance plateau that dermacarrier has no place to go forward. It can happen also that the dermacarrier goes back and forth was confirmed since during the product review it was noted that the revealed that the calibration was out of specifications. The reported event that the handle is too stiff was confirmed since during the product review it was noted that the revealed that the calibration was out of specifications. If the device is out of calibration it could cause the ratchet to be harder to turn. The root cause of the reported event could not be specifically determined with the information that was provided. During the product review it was noted that the that the calibration was out of specifications. The device did not produce a passing sample graft. It is unknown with the information that was provided how this occurred. The investigation was based on the information that was provided initially and any information that was obtained throughout the follow-up process.

Event description:
It was reported that normally the dermacarrier has no place to go forward, but sometimes it can have place enough, but then dermacarrier goes back and forth. Also the handle was stiff. There was a delay between 15 to 30 minutes and the event took place during surgery. No patient consequences were reported as a result of this malfunction.

Manufacturer narrative:
This event is recorded by zimmer biomet under (B)(4). Customer has indicated that the product is in process of being returned to zimmer biomet. Once the product is returned and the investigation is complete, a follow up/final report will be submitted.

Event description:
It was reported that normally the dermacarrier has no place to go forward, but sometimes it can have place enough, but then dermacarrier goes back and forth. Also the handle was stiff. There was a delay between 15 to 30 minutes and the event took place during surgery. No patient consequences were reported as a result of this malfunction.